Event description:
It was reported that the tandem-provided wall adapter was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.